Event description:
A technician reported that a patient who underwent lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in the right eye on the first day post-op. The steroid drops were increased, then tapered. Upon follow up examination, the dlk had improved, and no additional therapy was required.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).